Event description:
On (B) (6) 2007, a pt was implanted with apogee graft. Pt claims as a result of the implantation of the apogee she "suffered serious bodily injuries, including extreme pain, erosion, mental and physical pain, undergone multiple surgeries and revisionary procedure." No further info provided.